Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device received for product evaluation. The locator and hemostasis sheath were returned mated along with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed there were no anomalies on the carrier tube assembly and the device sleeve was in manufactured position. There was a kink observed on the sheath and locator assembly at the blood inlet holes. The components were properly mated together. No damage was observed on the tip of the locator or at the transition from locator to sheath. The components were separated, and slight deformation was noted at the blood inlet holes of the locator. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the kink was a result of the application of an off-axis force applied during the insertion or it is likely the result of resistance during insertion into the patient's vasculature. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight- (B)(6) lbs. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device sheath part seemed to be bending/ crushed, and not advancing. The original 6fr pinnacle was able to be replaced and sutured for later removal. There was no patient harm. There was no patient injury, medical/surgical intervention required. Additional information was received on 01sep2020. The sheath size used during the procedure was a 6fr. A pre-angio-seal femoral angiogram was performed. Sheath access was performed with an ultrasound. Due to the crushed/bending sheath, there was difficulty advancing. The original procedure was successful, the angio-seal procedure was not.